Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient faced infusion set leakage event on (B)(6) 2026.the leakage was at the site.the infusion set was in use for one to two days. No further information is available.